Manufacturer narrative:
Model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 21249366, model/catalog description: artisan MRI paddle lead 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.